Manufacturer narrative:
The unit was evaluated by the gehc service depot the error logs were reviewed and indicated that the connection between the power management board and the display unit was lost. Gehc will replace the central processing unit.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The unit is not sold in the USA but is similar to avance 510(k) k032803. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit shut off. There was no reported patient injury.